Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspections noted that the balloon, valve seal, lock collar and doors appeared intact. The obturator and inflation bulb were received. A functional evaluation found that the balloons were inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while getting access into abdominal cavity, the balloon did not inflate and the bulb was difficult to squeeze. Another device with the same lot number was opened with the same result. A third device with a different lot number was opened and the structural balloon inflated. It was noted that the 2 unopened products with the same lot number were returned for replacement. There was no patient injury.